Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch after the iol was implanted into the eye. The lens was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
Manufacturer report number corrected and reported under 1119421-2025-00473 for hwv.